Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had high impedance, failure to capture, and was oversensing noise. The patient had fatigue and shortness of breath. On (B)(6) 2021, the ra lead was capped and replaced. The patient was stable throughout the procedure.